Manufacturer narrative:
The pod will not be returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's low bg levels. Built into the omnipod system's design are electrical, mechanical and software safety features that prevent the over-delivery of insulin (which could result in low bg levels). As a result of a consultation with the customer's health care provider, pdm settings were modified; his ic ratio was increased and his basal rates were decreased. It should be noted that this indicates the clinical issue, as opposed to a device-related problem. The omnipod user guide instructs customers to check blood glucose levels frequently, so they're able to react quickly and appropriately to low bg levels. The user guide also suggests that the pt always carry extra supplies in case of an emergency.

Event description:
The customer's mother reported that her son has been experiencing low bg levels (20-40 mg/dl) over the past three weeks and is therefore, "very concerned that there may be a mechanical problem" with the pod. In response to the low bg's, the customer's healthcare provider was consulted; ic ratios and basal rates in his pdm were adjusted as a result. Despite the adjustments made from the consultation, the "problem persists." The healthcare provider recommended that he "go back on shots"; his bg levels have ranged from 100-200 mg/dl since the change. The pod will not be returned for evaluation.